Manufacturer narrative:
(B)(4).

Event description:
During an arthroscopic medial meniscal repair surgery while using a fast-fix 360 curved, t1 implant was successfully deployed behind the capsule. On the device returning to the articular space, the suture retaining both implants was at full stretch and the second implant was pulled off the device intra articular without being deployed. This device failed therefore a grasper was used to remove the second implant and suture. T1 remained behind the capsule and was left there as was not accessible. No product will be returning for evaluation.